Manufacturer narrative:
The reported events of premature battery deletion and interrogation issues were not confirmed. Malfunction based on analysis was found. As received, the device the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found at elective replacement level. Hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device passed projected longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's pacemaker (pm) had premature battery depletion and a radiofrequency (rf) telemetry issue. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout procedure.